Manufacturer narrative:
Date of explant is estimated and not known. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Product manufacturer reference number: 3006705815-2021-00016. It was reported that the patient was experiencing ineffective therapy. Reprogramming was attempted without success. As a result, the ipg and lead were explanted on approximately (B)(6) 2017.